Event description:
The product was used during a pulmonary resection procedure. Reportedly, the staples did not form properly and some bleeding occurred. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.